Manufacturer narrative:
The cause of the discordant, falsely elevated igf-1 results is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2247117-2013-00008 was filed on (B)(4) 2013. 01/30/2013: additional information: a siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the sample probe alignment required adjustment, which was then done. The fse also discovered that the water supply had been empty while the samples were in progress, preventing adequate washing. The fse ran precision, which resulted well. The cause of the discordant, falsely elevated igf-1 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated insulin-like growth factor (igf-1) results were obtained on two patient samples on an immulite 2000 instrument. The results were reported to the physician(s), who questioned the results. The first sample was rerun in duplicate and the second sample was rerun once, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated igf-1 results.